Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered a perforation resulting in tamponade during the implant of this lead. The lead will not be returned as it was discarded. No adverse patient effects were reported.